Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, patient has to be careful with how they turn their head because if they turn it or rolls over just right, it felt like sticking a fork in a light socket. It was stated that the issue had been ongoing, including recently, patient bent down and turned their head and couldn't move, after which they had to have a friend assist movement to stop the pinching. Patient began a new medication in (B)(6) 2017, which is helping a lot with the pain, so they were planning to try turning stimulation down a little. The reported stimulation issue was related to positional movement. No further complications were reported as a result of this event.